Event description:
Lead failure of 4.8 year old lead resulting in surgical replacement: patient came for routine pacemaker check presented in intrinsic rhythm with rate of 50. Device had been programmed at 70 bpm. Lead impedance greater than 3000 ohms both bi-polar and uni-polar. Lead was replaced (B)(6) 2012. Patient had been complaining of increased fatigue, chest pain, shortness of breath especially with exertion. Device was capped and replaced due to fracture.